Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system and non boston scientific right ventricular (rv) lead exhibited low out of range shock impedance measurements, which resulted in a lack of shock delivery. Additionally the device recorded a code 1004 indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. Technical services (ts) was consulted and recommended further evaluation of system integrity as well as replacement. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system and non boston scientific right ventricular (rv) lead exhibited low out of range shock impedance measurements, which resulted in a lack of shock delivery. Additionally the device recorded a code 1004 indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. Technical services (ts) was consulted and recommended further evaluation of system integrity as well as replacement. This crt-d remains in service. No adverse patient effects were reported. Information from the field indicates this device was explanted and replaced with a non boston scientific device. The device has been received and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system and non boston scientific right ventricular (rv) lead exhibited low out of range shock impedance measurements, which resulted in a lack of shock delivery. Additionally the device recorded a code 1004 indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. Technical services (ts) was consulted and recommended further evaluation of system integrity as well as replacement. This crt-d remains in service. No adverse patient effects were reported. Information from the field indicates this device was explanted and replaced with a non boston scientific device. The device has been received and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies/an arc mark on the device case. Review of device memory found a shorted lead error code 1004 had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system and non boston scientific right ventricular (rv) lead exhibited low out of range shock impedance measurements, which resulted in a lack of shock delivery. Additionally the device recorded a code 1004 indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. Technical services (ts) was consulted and recommended further evaluation of system integrity as well as replacement. This crt-d remains in service. No adverse patient effects were reported. Information from the field indicates this device was explanted and replaced with a non boston scientific device. The device has been received and is pending analysis. No additional adverse patient effects were reported. The device has been analyzed.